Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing severe pain and lumbar facet tenderness at the pocket site. Scs scar presence was also noted. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4318, lot #: 18442544 description: clik x anchor.

Event description:
A report was received that the patient was experiencing severe pain and lumbar facet tenderness at the pocket site. Scs scar presence was also noted. The patient will undergo an explant procedure. No device malfunction was suspected.